Manufacturer narrative:
Upon further investigation, it was determined that the issue was found during preventative maintenance. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the air flow calibration failed. It was unknown how the issue was found. No patient or user harm was reported.